Manufacturer narrative:
Investigation summary: received one (1) used list# b3300, clave¿ neutral connector attached to an unknown extension tube and syringe. The syringe was removed and a tear was observed on the seal of the clave. In attempts to replicate clinical use the returned syringe was filled with water and attached to the clave, fluid was pushed through, and a leak was observed. The clave was disassembled to further investigate the seal tear. The seal was observed to have slit propagation. The complaint of leakage can be confirmed. The probable cause is due to an incompatible mating device. Although the returned syringe was found to be within compatible specifications, it is unknown if other mating devices were used. A DHR lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint involving a clave¿ neutral connector experienced leakage. The report states that the microclave valve leaked at connection point with flush syringe. No sample available for evaluation or return. Additionally, the customer has one sample for return. Customer stated "normal until leak" when ask with the status at time of event. Occurred while in use with the patient. The event date was on 02-oct-2024. Normal saline was leaking at the time of event. Sample was available for evaluation.